Manufacturer narrative:
Concomitant medical products: 407652 lead implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had intermittent undersensing during ventricular tachycardia (vt) non-sustained and vt episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 407652 lead implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had intermittent undersensing during ventricular tachycardia (vt) non-sustained and vt episodes. The lead remains in use. No patient complications have been reported as a result of this event.